Event description:
It was reported that during a procedure, it was observed that the stent delivery system (sds) had become blocked in the lesion, which was in segment two of the rca. An attempt was made to remove the sds by reintroducing into the guiding catheter, but the stent became dislodged from the sds. The stent was retrieved from the pt with an intervention. The procedure was continued using another stent without difficulties. Reportedly, there were no pt effects.